Event description:
The physician intended to use a resolute integrity 2.50 x 14 mm rx drug eluting stent. The device was removed from its packaging as per the IFU. However, it was reported that the details on the compliance chart did not match the details on the luer of the device. The compliance chart was for a 3.00 mm diameter device. The size on the luer was for a 2.50 x 14 mm device. The physician pulled another resolute integrity product and the compliance chart matched the details on the luer, i.e. 2.50 x 14 mm. The physician used this second resolute integrity device in the procedure. There were no patient complications reported.

Manufacturer narrative:
Evaluation: results: the compliance chart was for a 3.00 mm diameter device. The size on the luer was for a 2.50 x 14 mm device. No results available since no evaluation was performed. No device received for evaluation. Conclusions: the compliance chart was for a 3.00 mm diameter device. The size on the luer was for a 2.50 x 14 mm device. (B)(4).

Event description:
Device evaluation. Shelf carton 2.50 x 14mm, product pouch label - 2.50 x 14mm mm; compliance chart - 3.0mm; product luer - 2.50 x 14mm. Incorrect comp liance chart packaged with the device.